Manufacturer narrative:
The following information has been updated: d.4 device expiration date: 2020-08-31. D.4. Medical device lot #: 0057680. H.4. Device manufacture date: 2020-02-26.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced clotting/micro clots/fibrin clots during use. The following information was provided by the initial reporter: presence of fibrins and clotting of the samples in1.8 ml citrate tube. The responsible also informs that the samples are in patients with covid-19 and that in some who receive heparin, characteristics that can generate changes in the sample. Reported that they have a high rate of collection request by his partner laboratory, mainly for citrate tubes because of clots and that she performed an internal collection test on the bd citrate tube and another manufacturer's tube, where only the sample collected in the bd tube it coagulated even though the indicated volume was respected. Additional information: customer provided photos, where it is possible to identify the batch of tubes, as well as tubes after blood collection.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced clotting/micro clots/fibrin clots during use. The following information was provided by the initial reporter: presence of fibrins and clotting of the samples in1.8 ml citrate tube. The responsible also informs that the samples are in patients with covid-19 and that in some who receive heparin, characteristics that can generate changes in the sample. Reported that they have a high rate of collection request by his partner laboratory, mainly for citrate tubes because of clots and that she performed an internal collection test on the bd citrate tube and another manufacturer's tube, where only the sample collected in the bd tube it coagulated even though the indicated volume was respected. Additional information: customer provided photos, where it is possible to identify the batch of tubes, as well as tubes after blood collection.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided for investigation. The customer¿s photos were inspected as follows: pic 1 and 2 show (B)(6) shelf packs, pic 3 shows (B)(6) shelf pack, pic 4 shows a tube that is not (B)(6) with material in it, pic 5 shows material being held above a tube, pic 6 is similar to pic 5. Upon evaluation of the customer returned photos, the customer¿s product issue was not observed during visual inspection of the tube as the product is not a (B)(6) part. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin and clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, clotting and fibrin, because the defect was not evident in the testing of the customer lot samples. Testing of both retain and control samples was acceptable. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced clotting/micro clots/fibrin clots during use. The following information was provided by the initial reporter: presence of fibrins and clotting of the samples in1.8 ml citrate tube. The responsible also informs that the samples are in patients with covid-19 and that in some who receive heparin, characteristics that can generate changes in the sample. Reported that they have a high rate of collection request by his partner laboratory, mainly for citrate tubes because of clots and that she performed an internal collection test on the bd citrate tube and another manufacturer's tube, where only the sample collected in the bd tube it coagulated even though the indicated volume was respected. Additional information: customer provided photos, where it is possible to identify the batch of tubes, as well as tubes after blood collection.